Manufacturer narrative:
An evaluation of the returned device revealed the switch flexible printed circuit unit (swfpcu) cover was corroded. The distal end cover cap was dirty. Insulation resistance value of the distal end was out of specification. The distal end cover was found to be defective. The air leak inspection did not show any water leakages. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope does not pass in the wesenbergii machine. The issue was found during reprocessing. The customer suspected that the device was clogged. The device was returned and an evaluation revealed a dark rubbery material, whose exact nature or design could neither be determined nor removed, clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the black rubbery foreign material that clogged the air/water nozzle occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.